Manufacturer narrative:
Corrected fields: h10 (information from customer was inadvertently omitted from the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device lot number was unknown, the device history record for one year prior to the date of occurrence was inspected. No abnormalities were detected that could have caused or contributed to the reported issue. As the lot number is unknown the manufacture date is unavailable. It was confirmed that foreign material was adhered to the brush. Upon further analysis of the material; si (silicon), c (carbon), and o (oxygen) were strongly detected with silicon being the main component. Due to the nature of the event the following information was obtained from the customer during the investigation. The brush had been used on another endoscope but it was confirmed there was no foreign material attached before use. There was no abnormality detected when opening the package before use. The gif112000n is usually cleaned with the bw-412t. The chemicals used during clinical procedure is unknown but the cleaning solution used is aniosyme synergy5. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material had originated from silicone based chemical agents but the cause of the material adhering to the brush could not be specified. The instruction manual (gk7732 rev.11) contains the following descriptions: ¿before use, be sure to check the entire product carefully for any abnormalities. If you use this product with an abnormality, it may damage this product or the equipment to be cleaned, and may lead to infection due to insufficient cleaning effect. Before use, make sure that the bristles on the brush are not crushed. If the bristles of the brush part are crushed, lightly squeeze the brush part with your fingers to correct the crushed bristles before using. If you use the brush with the bristles crushed, you may not get a sufficient cleaning effect and it may lead to infection. Before use, inspect the entire instrument for any irregularity and the bristles for any damage. Using a brush with irregularities and/or damage can impair its cleaning ability, which may cause infection of the patient. Your fingers. Use this product only for cleaning one endoscope, and dispose of it after use. If this product is used to clean multiple endoscopes, it may damage the product or the equipment to be cleaned, or may lead to infection due to insufficient cleaning effect. Clean only one endoscope with this instrument and discard the brush immediately after use. Otherwise, the cleaning effectiveness of the instrument may be impaired, equipment damage and/or infection of the patient and/or operator may occur. This product is a disposable product. Do not use to clean multiple endoscopes. This instrument is intended for single use.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Reports are being submitted on the scope and the brush. Please refer to the following reports: patient identifier of (B)(6) is related to model number: bw-412t, serial number: (B)(6). Patient identifier of (B)(6) is related to model number: gif-1200n, serial number: (B)(6). The device was returned and evaluated, and the customer¿s allegation was confirmed. An insufficiently reprocessed endoscope was used. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the single use combination cleaning brush cleaning tip protruded from the suction mouthpiece, and red foreign matter such as rust was attached to the brush. The issue was observed during reprocessing; therefore, no patient harm was associated with this event.